Event description:
Nursing staff complaining of multiple instances of pump alarming upstream occlusion multiple times per shift without any apparent occlusion. There is usually no harm but at times, delays in therapy reported such as "abx started at 0604. Pump has beeped upstream occlusion 4 times since the medication started to infuse. Med should have been done by now but has been delayed." In addition, there was a complaint of harm/potential harm when the infusion was of a critical medication. "Levophed running at .7 mcg. Pump alarmed for upstream occlusion of which there were none. Pump restarted and then alarmed for air in line. Able to see multiple micro air bubbles throughout tubing. Air pulled out and more micro air in tubing. Patient's b/p dropped and patient pea arrested." Nurses have also reported multiple instances of air-in-line alarms and concern about potential clinical consequences as well. This is not limited to a particular pump but frequently happens with all the pumps. These complaints have been ongoing and representatives of baxter have had nursing try using only specific tubing and re-education of nurses on the priming and use of the tubing. These interventions have not solved the issues. Manufacturer response for large volume pumps, sigma (per site reporter). Manufacture states this is normal pump behavior.